Event description:
Conmed vcare size small uterine manipulator ref (B)(4). Manipulator used in robotic hysterectomy and broke in pieces when in use. Md was able to retrieve all the pieces during the procedure and there was no harm to the pt.